Manufacturer narrative:
(B)(4). Date sent: 8/14/2023. D4 batch #: x94m0p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the black coating of the blade damaged. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the max hand control button was nonfunctional. However, the device did activate when tested with the footswitch. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device. The device was disassembled to verify the condition of the internal components and the electrical traces of the max hand control button were found to be damaged. This resulted in the max hand control button being nonfunctional. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation without tissue present in the distal section of the jaws and the jaws closed. No conclusion could be reached as to how the electrical trace issue occurred. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number x94m0p, and no non-conformances were identified.

Event description:
It was reported that during a proctocolectomy the 'max' and 'min' buttons were out of work. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.